Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/09/2023, it was reported by an arthrex subsidiary employee via email that an ar-1562cds biocomposite tenodesis screw suture loop broke during insertion. This was discovered during an achilles tendon rupture procedure on (B)(6) 2023. The case was completed using a new product. Additional information received on 11/14/2023: as the ar-1562cds biocomposite tenodesis screw was being inserted, the loop started to break gradually as it was being screwed into the bone hole. All the broken fragments were removed. The case was completed ar-1562cds biocomposite tenodesis screw. The case was not delayed.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint cannot be confirmed due to the device being unable to be visually and functionally evaluated. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is a user error, such as misaligned insertion, prying/leveraging, and/or applying excessive force on the device during use.